Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. Failure analysis also observed various scratch marks at the distal end of the main tube exhibiting light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable and the main tube abrasions with material removed found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, broken wires were identified on the prograsp forceps instrument. No fragments fell into the patient. There was no allegation of harm or injury to a patient.